Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the first delivery system used in the case. Please reference related manufacturer report 2015691-2021-04726, 2015691-2021-04769. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve using transfemoral approach, the guided pacemaker failed for an instant, resulting in the valve embolizing. The valve was deployed in the abdominal aorta. There was difficulty withdrawing the delivery system into the esheath and the esheath and balloon were damaged. The balloon was separated into 2 pieces during device removal. Additionally, the esheath liner was delaminated and puncture on the sheath shaft was observed. A second 29mm sapien 3 valve, delivery system and esheath was prepared. During valve alignment, there was difficulty performing the fine adjustment. The difficulty with valve alignment was considered to be due to tortuosity of the aorta. During withdrawal, the valve and delivery system was able to be partially retrieved into the esheath, and the system was removed from the patient without problems. A third 29mm sapien 3 valve, delivery system and esheath was prepared. The valve was successfully implanted. The valve was functioning well after the procedure and there was no vascular injury to the patient. However, the patient became hemodynamically unstable and expired approximately 20 minutes post procedure. Per medical opinion, the cause of death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The death was not considered to be due to the valve function.

Manufacturer narrative:
Review of imagery provided by the site revealed the balloon separated from the delivery system. Blood can be noted inside the balloon. The balloon was stuck in the delaminated sheath liner at the pumpkin. A review of the provided 3mensio imagery revealed that the descending aorta appears to be tortuous. The devices were returned to edwards lifesciences for evaluation. During visual inspection, it was observed the distal portion of the balloon/nose tip was inside of the sheath (appeared to be in between crimp balloon and inflation balloon, guidewire lumen remained intact. There was minor flex tip gouges. There were compression marks on the flex shaft approximately .75 inches from the flex tip and 2 inches from flex tip. The crimp balloon was bunched near flex tip. Adhesive was present on the spring and the spring was detached and unraveled. Adhesive was present on the guidewire lumen and the distal shoulder of the inflation balloon. There was surface damage on the guidewire lumen from crimp marker to inflation balloon markers. During dimensional inspection, the crimp balloon double wall thickness measurements were taken and found to met the specification. Due to the condition of the returned device, no functional testing could be performed on the delivery system. The complaint was confirmed through visual inspection. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU for edwards commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up and suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not reinsert the sheath at any time. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on visual observation of the returned device. However, no manufacturing nonconformances were identified during engineering evaluation. A review of the lot history, DHR, did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the balloon that was extracted suffered damage to the structure because it had to be positioned in the abdominal aorta, and the balloon had problems getting through the esheath due to the balloon was stuck in the esheath, as it suffered structural damage when it was retiring. Available information suggests that the patient had tortuous anatomy, tortuosity can cause challenging anatomy which can create noncoaxial withdrawing angles resulting in the distal end of the delivery system catching onto the sheath tip. The subsequent device manipulation needed to overcome the withdrawal difficulty led to the balloon separating. Therefore, available information suggests that patient factors (tortuosity) and procedural factors (noncoaxial withdrawal, excessive manipulation) may have led to the reported events. However, a definitive root cause is unable to be determined at this time. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on product evaluation. Neither a manufacturing non-conformance nor labeling inadequacies were identified during evaluation. A definitive root cause was unable to be determined, but it is possible that patient factors (tortuosity) and procedural factors (noncoaxial withdrawal) may have led to the reported complaint event. Since no product nonconformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor pra are required at this time. The complaint for system components separate during use, distal tip was confirmed based on product evaluation. Neither a manufacturing nonconformance nor labeling inadequacies were identified during evaluation. A definitive root cause was unable to be determined, but it is possible that patient factors (tortuosity) and procedural factors (excessive manipulation) may have resulted in the complaint event. Since no product nonconformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) are required at this time.

Manufacturer narrative:
As per medical opinion, the cause of the death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The patient lost a lot of blood from the access, had heart failure, and developed hypotension and shock. The balloon separated from the delivery system during device removal while the devices were still in the patient. The balloon was stuck in the esheath. The investigation is ongoing.